Event description:
I was at work as a pediatrician seeing patients monday morning. Someone brought in a snack and when I went to check my tandem tslim 2 pump for my dexcom g7 continous glucose monitor blood sugar result there was a message on the pump that the tslim had malfunctioned and was not working. I didn't know when that had started and there was no audible alarm to warn me. I continued to finish my clinic and then ran home to transfer my type 1 diabetes plan b with a shot of lantus and short acting insulin shots. I called tandem, the pump company and they sent me a replacement in 36 hours. Unfortunately the new pump arrived with minimal instructions on how to start new pump and I consulted with my physician team. I'm glad I was awake when this happened. It could have been catastrophic if the failure occurred overnight and there was no audible alarm about the malfunction. I would have been in dka in the am. I had received a notice that the malfunction might happen,but if they new it might happen they should I replace the pump for the people at risk. When I got home that afternoon my blood sugar was in the high range of 260 from the lack of insulin from several hours.